Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device which could be occurred with following possible causes; the printed circuit board failure because the damage was applied to the dr board by the impact of the user handling. The printed circuit board failure due to wearing by using . The printed circuit board failure due to an accidental factor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that there was no signal from hd/sd sdi out terminal of the subject device during the incoming inspection for the repair at the service department of olympus (B)(4). It was also found that the image of the subject device was not displayed which might be occurred due to the printed circuit board failure. There was no patient injury associated with this report.